Event description:
The pacer function on the defibrillator found not to be working while attempting to use it on a pt. A second defibrillator had to be brought in. Biomedical engineering found defective pcb in unit.